Event description:
The customer reports during a pre-use check there was a strong odor coming from the expiratory valve from the ventilator. The customer also reports a loud popping sound, but no alarms were noted. The fse has been dispatched.